Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the affected batteries to resolve this issue. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge designee who has different contact details from that of the event site; their contact information are as follows: (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported during a preventative maintenance (pm) performed by a getinge representative that the cs300 intra-aortic balloon pump (iabp) had failed a battery test. There was no patient involvement, and there was no adverse event reported.